Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of (B)(4) units after filling the cartridge with cold insulin during the load process. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). During cartridge troubleshooting with tandem technical support, customer was guided through filling a new cartridge and was able to load successfully. Elevated bg troubleshooting was declined; however, customer indicated a manual injection was delivered to address bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.